Manufacturer narrative:
Citation: saji m et al. Modified essential frailty toolset to determine outcomes following transcatheter aortic valve replacement. Journal of cardiology. 2021; 77:341-345. Doi: 10.1016/j.jjcc.2020.07.021. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding modifications to an essential frailty toolset to predict outcomes following transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2013 and 2018. The study population included 176 patients (predominantly female, mean age 84.2 years), an unspecified number of whom were implanted with a medtronic corevalve transcatheter valve (unique device identifier numbers not provided). Among all patients, 1 death occurred within 30 days of implant. Furthermore, it was reported that the all-cause mortality was 6.2%, 10.2%, and 18.3% at 1 year, 2 years, and 3 years, respectively. No association was made between the deaths and the transcatheter valves. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke, life-threatening bleeding, acute kidney injury, coronary obstruction requiring reintervention, major vascular complications, more than moderate paravalvular leak, lack of device success. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.